Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Liner and head revised from trident 10 degree 36f to trident elevated liner 36f and head from 36mm 0 to 36mm +10. (B)(6) suspects femoral fracture has loosened femoral component, leading to stem subsidence and instability of joint leading to dislocation. Dislocation required reduction in hospital. Additional information: (B)(6) believes the fracture may have been sustained during the arthroplasty and does not see it as a "failure" of the components.

Manufacturer narrative:
An event regarding a periprosthetic femoral fracture and subsequent dislocation involving a trident 10 degree insert was reported. It was reported that the periprosthetic femoral fracture likely led to joint instability, which led to the reported dislocation. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time.

Event description:
Liner and head revised from trident 10 degree 36f to trident elevated liner 36f and head from 36mm 0 to 36mm +10. Mr s. Suspects femoral fracture has loosened femoral component, leading to stem subsidence and instability of joint leading to dislocation. Dislocation required reduction in hospital. Additional information: mr. S. Believes the fracture may have been sustained during the arthroplasty and does not see it as a "failure" of the components.